Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the ground wire was not passing the ground resistance test. There was no patient involvement at the time the issue was discovered as the issue was found while troubleshooting the device to resolve a high blower temperature error issue. Per good faith effort (gfe) response, the biomedical engineer (bme) confirmed that a problem with the ground wire was found while troubleshooting the device. The bme discovered that the ground wire was not passing the ground resistance test and therefore replaced the ground wire. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.